Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, evidence of moisture ingress was observed behind the display lens, and the pump was experiencing a no-power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 10/17/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/03/2014 with the following findings:the pump history and black box data could not be downloaded due to internal moisture damage. Visual inspection revealed that moisture was present behind the display lens. The battery compartment was found to be cracked from the grip pad to the case seal. A battery cap was not returned with the pump; a test battery cap, which was able to secure to the pump per the instructions for use (IFU), was used during all of the testing. The pump failed to power on, as confirmed by the absence of the auditory cue, vibratory cue, and visual display: the reported event was duplicated. The pump failed a leak test due to a battery compartment leak. The pump case was removed, and evidence of moisture damage was observed on internal components; this device failure directly caused the reported event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.